Manufacturer narrative:
Investigation summary: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Investigation conclusion: as bd life sciences - preanalytical systems had not received any sample, photo, catalog number, and/or lot number from the customer facility for evaluation, an investigation could not be performed as no information was available for review. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube stopper would not reseal properly onto the tube during use and popped off, causing leakage. The following information was provided by the initial reporter: "we find that if we remove the original stopper from bd vacutainer blood collection tubes and try to recap it doesn¿t have the same seal. In some cases, it¿s resulting in the tube stoppers popping off and causing a spill."

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the unspecified bd vacutainer® blood collection tube stopper would not reseal properly onto the tube during use and popped off, causing leakage. The following information was provided by the initial reporter: "we find that if we remove the original stopper from bd vacutainer blood collection tubes and try to recap it doesn¿t have the same seal. In some cases, it¿s resulting in the tube stoppers popping off and causing a spill."